Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button is difficult to press and requires multiple presses to turn on pump screen. Customer continued using the pump for insulin therapy. Customer's blood glucose level ranged from 161-162 mg/dl.